Event description:
During a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The physician had deployed an unknown stent in a lesion in an unknown vessel. It is unknown if the lesion had been predilated. The physician was atempting to deliver the taxus express2 drug elutng stent distal to the previously placed stent to cover the lesion. The stent strut caught on the existing stent and was difficult to remove. Another taxus express2 was positioned at the target lesion and was successfully deployed. No pt injuries or complications were reported.